Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda associated with the clip detaching from the septal leaflet appears to be due to the patient conditions (tethered leaflets) and therefore, related to off-label use. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve (tv) to treat tr. It should be noted that the mitraclip instructions for use (IFU) states under section 1.0 "indication for use" section that "the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation.¿ additionally, based on the information reviewed, the reported tricuspid valve insufficiency/regurgitation resulting in dyspnea was due to the slda. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 1494 - patient selection (use in tricuspid valve).

Event description:
It was reported on 9/28/2023, a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4+ and tethered leaflets. One xtw clip was implanted, reducing tr to a grade of 1. On (B)(6) 2023, the patient returned due to shortness of breath. Echocardiography showed the implanted clip detached from one the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Tr increased to a grade of 4+ and damage to the septal leaflet was observed. Therefore, an additional mitraclip procedure was performed to stabilize the slda. One additional clip was implanted, reducing tr to a grade of 2. No additional information was provided.